Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder debridement surgical procedure, it was observed that the suction got blocked on the vapr clplse90 electrode w hand cntrls device when it was used along with s&n shaver. They tried to cut of the piece fitting into the tubing and then used a syringe to flush the product. It was stated that both those attempts were failed. It was not reported if there was a delay in the procedure or if a spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Additional event information received on 12/10/2018. It was reported by an affiliate that there was a surgigal delay of 5 minutes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Saline residue was visible in the suction tube, indicating this device was used. The distal tip of the suction tube connector was cut. The active tip had surgical stains, however no structural damage was found. The device was forwarded to the supplier (gyrus) for further evaluation. The original complaint can be confirmed, with flow readings not meeting device specifications. Activating the device in saline whilst applying positive and negative pressure was unsuccessful in removing the restriction in flow. Evaluation of the device showed that the restriction in flow was located at the distal tip of the device. Further deconstruction of the device may be required to establish the composition of the blockage, but is likely to be tissue debris or epotek. As the initial complaint stated that the device ¿got blocked¿, suggesting that the suction was initially working, and at some point stopped working. This implies that the blockage would be more tissue related, as issues from epotek glue would have been encountered from the start of the procedure. However this cannot be confirmed. Therefore, from our investigation we were able to confirm the reported suction issue however no manufacturing defect was found and we have determined the probable cause of the reported suction blockage to be normal procedural debris. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).